Manufacturer narrative:
Patient identifier, age or date of birth, sex weight: unavailable. Model #, serial #, expiration date, catalog #, lot #, other #, UDI#:: unavailable. Health professional, occupation: unavailable. Device manufacture date: unavailable. Repeated attempts were made to obtain additional details on the patient, procedure, and device. However, no further information on the event could be obtained, and the device was not available for return or evaluation. The available information does not indicate the acunav catheter caused or contributed to the patient adverse events. From the acuson acunav ultrasound catheter directions for use: adverse reactions. Adverse events related to cardiac catheterization have been documented. Adverse events related to cardiac catheterization. Include (but are not limited to): femoral artery or vein injury, thrombosis, pseudoaneurysm, cardiac perforation, air embolism, pulmonary embolism, myocardial infarction, valve or structural cardiac damage, cardiac tamponade, pneumothorax, hemothorax, arteriovenous (av) fistula, stroke, and death. Reference (B)(4).

Event description:
During a ventricular tachycardia ablation procedure, a pleural/pericardial effusion, cardiac arrest, and subsequent death occurred. While attempting epicardial access, a pleural/pericardial effusion was confirmed on ice at the rv apex, suggestive of perforation from the pajunk needle. An acunav catheter was also used in the procedure, although there was no indication it caused or contributed to the patient adverse events. It was noted the patient was high-risk with comorbidities that contributed to the sequence of events. Epicardial access was confirmed with dye visualized layering around the pericardial space. A wire was then advanced and observed to curl in the epicardial space without advancing beyond the cardiac silhouette. An agilis sheath was then advanced over the wire into the pericardial space. A second wire was advanced into the epicardium. The agilis was removed and advanced over one of the wires. The wire and dilator were from the agilis, and the remaining wire was secured to the drape. Approximately 290 cc of blood was removed from the pericardial space. The effusion did not reaccumulate and was closely monitored during the procedure. A coronary angiogram was completed afterwards. Following the ablation, the patient became hypotensive. Blood was visualized in the pericardial space. Chest compressions were initiated. A chest tube was placed, and blood was removed. The bleeding did not slow, and CT surgery was called for ECMO. The rhythm degenerated, and the patient chocked multiple times throughout. Sinus rhythm could not be restored. Surgery was performed, and biv pacing was finally restored after heart paddle shock. Direct visualization of the heart showed the left-sided chest tube was puncturing the lv. The chest tube was removed and the myocardium was stitched. Bleeding could not cease, and resuscitation efforts were abandoned. The patient was deceased.